Manufacturer narrative:
(B)(6): a review of the manufacturing records for the device is currently in progress. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention, include but are not limited to aneurysm enlargements.

Event description:
On (B)(6) 2015, a patient with a ruptured abdominal aortic aneurysm was treated with gore excluder aaa endoprostheses featuring c3 delivery system. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient fell and was seen in the emergency room with pain in the left groin region. A non-contrast CT scan was performed due to the patient's condition of stage IV chronic kidney disease. The CT showed a 10mm increase in the diameter of the patient's aneurysm, compared to the previous scan, with fat infiltration along the margins. No reintervention has taken place and the patient is being monitored.

Manufacturer narrative:
Updated description to include discharge date of (B)(6) 2015 and diagnosis of inflamed abdominal aortic aneurysm.

Event description:
On (B)(6) 2015, a patient with a ruptured abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient fell (coded 1800-e) and was seen in the emergency room with pain in the left hip region, originally reported to be the groin region. A non-contrast CT scan was performed due to the patient's condition of stage IV chronic kidney disease. The CT showed a 10mm increase in the diameter of the patient's aneurysm, compared to the previous scan, with fat infiltration along the margins. On (B)(6) 2015 the patient was discharged from the hospital with a diagnosis of inflamed abdominal aortic aneurysm. No reintervention has taken place and the patient is being monitored.

Manufacturer narrative:
Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.